Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunctions could not be verified due to a different issue that was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. In addition, a malfunction occur and the pump screen could not be turned on. The pump was able to beep and vibrate however the pump screen remained off. The customer¿s blood glucose level was not impacted. Reportedly the customer had manual injections as alternate insulin therapy.